Event description:
The customer stated she lost consciousness and was taken to the hospital due to low blood glucose. The low blood glucose reading was not reported. Found through troubleshooting that the basal rates and carbohydrate ratios were set too high. Nothing further was reported.

Manufacturer narrative:
Additional info: currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.